Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the physician experienced balloon removal difficulties. The physician implanted a taxus express2 3.00x20mm drug eluting stent in an unk artery. After stent deployment and balloon deflation he experienced difficulty retrieving the balloon. He pushed the guide catheter over the balloon to retrieve same. The pt's condition is reported as satisfactory/good.